Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test. The test guardian link communicates properly to the device noted. The alert on high functioning properly. Device received with scratched case, pillowing keypad overlay and minor scratched lcd window.(B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2019 with blood glucose was 707 mg/dl at the time of incident. The customer's current blood glucose was 113 mg/dl. The customer's blood glucose was 339 mg/dl and 595 mg/dl. The customer reported the symptoms related to their high blood glucose feeling weak, mouth was tingling, dizziness. The customer reported the significant events leading to hospitalization felt burning chest pain. The customer treated with the bolus for the high blood glucose. Troubleshooting was done for high blood glucose and under delivery. The insulin pump will be returned for analysis.